Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit "does not charge or connect." The device was not in clinical use, at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: a good faith effort (gfe) response was received on 11apr2023 from the field service engineer (fse), stating that service was awaiting the delivery of batteries. On 12jun2023, the customer canceled the onsite service and part order. A gfe response from the fse received on 15jun2023, confirmed that the customer canceled the order. No further work was performed by philips and no further information is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18082.